Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery exhibit unexpected power switching. It was stated that " it was confirmed that the indicator for the battery was normally lit at capacity 1, but then it was lit at capacity 2. The personnel in charge also considered the possibility that the indicator might revert from 1 to 2 after the power switchover due to battery deactivation. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the battery ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Review of the controller log files associated with (B)(6) revealed that (B)(6) discharged as expected when in use. Controller log files also revealed instances in which the battery ((B)(6)), which had depleted to 24%, increased to 25% after the controller had switched to the secondary power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25%, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. As a result, the reported event regarding the controller battery capacity indicators was confirmed. The reported power switching event could not be confirmed; however, it is possible that the reported increase in led lights on the controller may have been perceived as power switching. Based on the available information, a possible root cause of the reported increase in led lights on the controller can be attributed to a battery going from 24% to 25% capacity after the controller switched to the secondary power source. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to d9: return date and battery serial number in the product event summary: product event summary: the battery (B)(6) was returned for evaluation. A review of the manufacturing documentation was not perf ormed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Review of the controller log files associated with (B)(6) revealed that (B)(6) discharged as expected when in use. Controller log files also revealed instances in which the battery (B)(6), which had depleted to 24%, increased to 25% after the controller had switched to the secondary power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25%, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. As a result, the reported event regarding the controller battery capacity indicators was confirmed. The reported power switching event could not be confirmed; however, it is possible that the reported increase in led lights on the controller may have been perceived as power switching. Based on the available information, a possible root cause of the reported increase in led lights on the controller can be attributed to a battery going from 24% to 25% capacity after the controller switched to the secondary power source. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files associated with (B)(6) revealed that (B)(6) discharged as expected when in use. Controller log files also revealed instances in which the battery ((B)(6)), which had depleted to (B)(4) the controller had switched to the secondary power source. The increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below (B)(4), which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between (B)(4) and one (1) led indicator for capacities below (B)(4). As a result, the reported event regarding the controller battery capacity indicators was confirmed. The reported power switching event could not be confirmed; however, it is possible that the reported increase in led lights on the controller may have been perceived as power switching. Based on the available information, a possible root cause of the reported increase in led lights on the controller can be attributed to a battery going from (B)(4) to (B)(4) capacity after the controller switched to the secondary power source. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.